Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided pictures. Visual evaluation of the customer-provided pictures noted an ar-2323pslc peek swivelock anchor with a cracked body. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a facility representative reported via email that an ar-2323pslc peek swivelock anchor failed during a shoulder arthroscopy procedure on (B)(6) 2025. While inserting the anchor, a cracking sound was heard. The anchor was removed, and no harm occurred to the patient. A replacement anchor was used to complete the procedure successfully. Additional information was received on 08/04/2025: an ar-2323pslc peek swivelock anchor was used to complete the case. No case delay or added anesthesia administered. The ar-2323pslc was used to prepare the bone socket for implant insertion. The bone quality of the patient was assessed as hard.